Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet, after which the connector broke inside the device and could not be unlocked or removed to access the cartridge, resulting in trouble using the device; this aligns with a failure to disconnect at the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified at the connector/coupler consistent with a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.